Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, patient had halos. The lens was then exchanged with a non-company iol after the initial implant procedure. Clinical reason was mechanical complications of iol. Additional information received stating that patient had blurred vision. As per surgeon's opinion product contributed to the event.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. The edge of the optic near a gusset area is split and broken. A small crack is observed on the optic. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed, and the documentation indicated the product met release criteria. Qualified associated products were indicated. The lens was returned for evaluation. A power and resolution inspection could not be conducted due to extensive damage. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company, 25.5 diopter (1.5 extended depth of focus) lens was replaced with a non-company monofocal lens. This may suggest that the replacement lens model was an improved choice for the patient vision needs. The manufacturer internal reference number is: (B)(4).